Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported event was could not be confirmed since the device has not been returned for evaluation. The root cause cannot be conclusively determined with the available information; however, it is likely that patient related factors contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. UDI #: (B)(4).

Event description:
It was reported via the implant patient registry that a 3300tfx 23mm aortic valve, implanted one (1) month, was explanted due to pannus overgrowth. The patient had recently undergone an avr, in addition to debridement of his left ventricular outflow tract with patch reconstruction for a large abscess between the aortic valve and the anterior mitral curtain. This patch had partially dehisced with recurrence of flow through the abscess cavity. Intraoperatively, the aortic valve was carefully inspected and appeared to be intact; however, there was significant pannus formation in the non-coronary sinus. The valve was excised to adequately expose the left ventricular outflow tract and the subvalvular pathology. The pericardial patch that had been used to recreate the aorto-mitral continuity clearly had loosened up with flow underneath the patch. This patch was completely removed. Careful inspection of the abscess cavity did not reveal any active necrotic tissue or inflammatory debris. Consequently, it seemed amenable to a primary repair. A felt strip was then used to reapproximate the anterior mitral leaflet to the aortic annulus. The aortic valve was replaced with another 3300tfx 23mm valve. Tee revealed resolution of all the abnormal flow in the abscess cavity. The patient tolerated the procedure well and was transferred to the ICU in stable condition. Of note, the patient was in atrial fibrillation which was present after the first procedure. It was felt that anticoagulant would be unsafe, given his recent cva. The patient was discharged on aspirin only. He was discharged home in good condition on pod #15. This (B)(6) make has a past medical history of endocarditis and bph associated with nocturia.